Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bd vacutainer® cpt¿ cell preparation tube with sodium heparin with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin cells in the tube did not separate when tube was spun.

Manufacturer narrative:
Manufacturing location changed to (B)(4).